Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of dissection, death and thrombosis are listed in xience xpedition everolimus eluting coronary stent systems, instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo lesion in the proximal right coronary artery. Following pre-dilatation, a 2.75x48mm xience xpedition stent was deployed at 16 atmospheres. A dissection was noticed during the final cine review. A 2.5x15mm non-abbott stent was implanted to cover the dissection; however, acute stent thrombosis occurred. Subsequently the patient went into cardiac arrest. Thrombolytic, cardiopulmonary resuscitation, and cardio version were used in an attempt to save the patient; however, the efforts failed and the patient expired. No additional information was provided.